Event description:
It was reported to philips that the suite computer was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the suite computer was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that suite pc will not power on and no leds when power is applied to power supply. To resolve the issue, the fse replaced the suite pc. The defective part was sent for analysis, for suite pc failure was observed and the failure was found to be psu does not work. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.